Manufacturer narrative:
G4: 08jan2020. B4: 08jan2020. Upon follow with customer requesting why the blower was replaced the customer reported the vent presented with blower stalled message. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 13feb2020 b4: (B)(6)2020. H11: the originally reported condition was clarified. The customer reported that the ventilator presented with a blower stalled error. The manufacturer¿s field service engineer (fse) performed troubleshooting and confirmed the reported issue. When the fse dismantled the device, they found that the blower felt rough. The fse found what they described as metallic dust in the inspiratory port from the ventilator, and on the trolley under the internal exhalation port orifice. It was noted that there were low resistance bacterial filters in place on the device output port during the unit¿s use, and also intact air and coolant fan filters in place. The fse replaced the blower motor assembly to resolve the reported issue. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 17jul2020 b4: (B)(6)2020 h11: h6: method code updated: the philips field service engineer (fse) did not repair the unit. The biomedical engineer replaced the blower assembly. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/18/2019. The manufacturer's field service engineer confirmed the reported problem. The manufacturer's field service engineer replaced the blower assembly to address and correct this event.

Event description:
The customer reported a ventilator in which the blower was found with shards of metal within. It was unknown when this event occurred. There was no allegation of harm associated with this event.

Manufacturer narrative:
Date received by manufacturer: 17dec2019. Report date: 19dec2019. Product number: 1053614. Serial number: (B)(4). Additional device code added. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.